Manufacturer narrative:
(B)(4). (B)(4). Cartridge. The analysis showed that the tr35w reload was received for analysis. The cartridge was received partially fired and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge distally. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device or a solid structure (such as a bone) resulting in the cartridge to partially disengaging from the channel. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. No functional test was performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Staff reported broken bed.

Event description:
Operative report attached.

Event description:
It was reported that the patient underwent a lung biopsy on (B) (6) 2009. The surgeon reported that he used an endocutter and at least five or six reloads during the case. The patient was discharged on (B) (6) 2009 and followed up with the surgeon on (B) (6) 2009. During the follow up, the surgeon was suspicious of a retained foreign body and an open thoracotomy was scheduled for (B) (6) 2010. The open thoracotomy revealed a reload in the chest cavity. The cartridge was removed and patient was discharged on (B) (6) 2009.

Manufacturer narrative:
(B) (4). Information is unavailable; device was not returned for evaluation. Device not returning the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). (B)(4).